Event description:
The customer reported a nurse at the clinic site spiked through the port wall of the blood bag. The blood spilled on the nurse and the pump. The patient's blood transfusion was delayed due to typed/cross matched blood needs to be couriered from the main hospital to the outpatient clinic. There were no affected returned samples available for a detailed analysis. The batch number is unknown and no retain samples or production documents are able to tested for deviations. Therefore no root cause could be assessed, dispositioning this complaint as no product deficiency.